Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. 404.024s - 8958433: manufacturing site: (B)(4). Manufacturing date: 05may2014. Expiry date: 01april2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon used a low bend distal tibia plate for distal diaphysial tibial fracture surgery. To insert the reported 3.5mm ti cortex screw 24mm after fixing the plate with a k-wire temporarily, the surgeon drilled, measured, and tapped. The reported cortex screw was broken just below the screw head when the surgeon tried to finish tightening up the screw; the surgeon noted that the tapping had not been fully completed. Therefore, the surgeon completed this surgery after removing the broken screw with a removal instrument. The surgery was extended for five (5) minutes. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 404.024s, 3.5mm ti cortex screw 24mm, lot number 8958433). The subject device was received broken in two pieces. Visual inspection has shown that the screw head is broken off as complained. The shaft thread is worn and approximately eight pitches of the thread are damaged due cut out of material. Some bone material is still adhered to the shaft. The hexagon on the head is not damaged. The cut out from the shaft was likely caused by the removal instrument. It is highly probable that the breakage of the screw was due to too much side force during insertion. Another cause could be that the plate was tilted while inserting the screw. The overall condition of the screw as received is too damaged for measurements to be taken. As previously reported, the device history record review revealed that this screw was manufactured in may 2014 according to synthes specifications. No manufacturing related fault could be found. No indications of material or design-related issues were identified during the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.